Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive. The reporter noted that the rubber on the ok keypad button was very thin and that the metal underneath was almost poking through and alleged that the response issues had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a case clipped on a belt and cleaned the pump with alcohol wipes. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.